Event description:
The customer reported to olympus the high definition lcd monitor screen turns black after a period of time and then restored after a period of time. The reported issue occurred during preparation of use for a diagnostic abdominal exploration procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the screen turns black after a period of time and works intermittently due to printed circuit board failure. Upon further inspection, it was observed that the screen was scratched on several parts. It was also observed that the fan did not work and the fan and the g2 board appeared to have been repaired by a third party. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error occurred due to a failure of the g1 board. A root cause cannot be specified. Olympus will continue to monitor field performance for this device.